Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implaned in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm neck was reported to be 1-1.5cm in length and 18-20mm in diameter. The stent graft was placed just below the renal arteries and partially deployed to the contralateral gate. The physician unsuccessfully attempted to cannulate the gate. The device was then fully deployed, and the runners were retracted. As the runners reached the native aortic bifurcation, the physician experienced difficulty removing the device. The physician pulled harder, and the device was successfully removed; however, angiography demonstrated that the stent graft had been pulled to 2-2.5cm below the renal arteries. The physician considered placing an aortic cuff; however, the physician did not believe that the pt's neck morphology was suitable. The decision was made to convert the pt to open surgical aneurysm repair. When the stent graft was removed, a runner was found between the stent graft and the aneurysm sac. No clinical sequelae were reported, and the pt is reported to be fine. The runner was returned to medtronic ave for analysis. The delivery catheter was not returned. The received runner appeared to have been cut, and the length of the runner was appropriate for a full-length runner. These findings are consistent with the runner's not being bonded appropriately to the delivery catheter. The cause cannot be determined without return of the delivery catheter. Analysis of the explanted stent graft is pending.